Event description:
It was reported that during the device change out procedure, the device had a setscrew issue and two screw drivers "broke." The device did not enter the pocket and was replaced with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. No anomalies were found.